Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the right coronary artery, proximal to mid, that was non- tortuous, non-calcified and 90% stenosed. The multi-link 8 4.0 x 28 mm coronary stent system was advanced but failed to cross due to the anatomy. During removal, the stent dislodged in the guiding catheter outside the anatomy. The guiding catheter was then removed, but the stent was not found. It was assumed to have fallen to the ground and not found because it was so small. A 4x26 non-abbott stent was used to successfully complete the procedure. The physician checked several times to confirm the stent was not left in the patient. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.